Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a replacement surgery due to a hole in the apex of the reservoir with his inflatable penile prosthesis (ipp). The patient recently experienced only being able to pump his device 5-7 pumps, and then his pump would stay collapsed until deflated. It was added that there was a visible hole and wear observed in the apex of the reservoir. The ipp was explanted, irrigated the spaces, and a new device consisting of cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted ipp was returned for investigation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to a hole in the apex of the reservoir with his inflatable penile prosthesis (ipp). The patient recently experienced only being able to pump his device 5-7 pumps, and then his pump would stay collapsed until deflated. It was added that there was a visible hole and wear observed in the apex of the reservoir. The ipp was explanted, irrigated the spaces, and a new device consisting of cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a replacement surgery due to a hole in the apex of the reservoir with his inflatable penile prosthesis (ipp). The patient recently experienced only being able to pump his device 5-7 pumps, and then his pump would stay collapsed until deflated. It was added that there was a visible hole and wear observed in the apex of the reservoir. The ipp was explanted, irrigated the spaces, and a new device consisting of cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted ipp was returned for investigation.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.